Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; cat# 5510f301; lot# bpe2d. Tri ts baseplate size 3; cat# 5521-b-300; lot# wpzyb. Triathlon asymmetric x3 patella; cat# 5551-g-299; lot# vkja. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported a revision was performed due to infection. The parts were removed (B)(6) 2017 and revision components were installed on (B)(6) 2017.